Event description:
Child was not using external device from the past 7 years due to audio processor fault. The recipient visited the clinic with a complaint of sensation of unpleasant sound occasionally. Explantation is planned, however no date has been provided yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Explantation is planned but no date has been scheduled yet.

Event description:
Child was not using external device from the past 7 years due to audio processor fault. The recipient visited the clinic with a complaint of occasional sensation of unpleasant sound. Explantation was planned for (B)(6) 2024. However, no further information received.